Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's sensor was not giving him the option to calibrate. The customer's blood glucose was 440 mg/dl. The customer stated that his high blood glucose was due to the fact that he just ate. The customer reported that the issue did not result in a serious injury or hospitalization. The customer stated that he would call back if needed. Nothing further reported.